Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of cardiac arrest, hypotension, respiratory failure and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. These were cascading effects of the pericardial effusion. A definitive cause for the pericardial effusion cannot be determined. It is possible that the suboptimal transseptal puncture contributed to the pericardial effusion; however, this cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion and full arrest. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). The transseptal puncture was suboptimal being a little too posterior, but seemed okay for the procedure. One mitraclip was implanted reducing mr to grade less than one with good result. There were no device malfunctions. Twenty minutes later, the patient became unstable and the blood pressure dropped. The patient went into cardiac and respiratory arrest. Cardiopulmonary resuscitation was performed and medication was given. The patient was successfully resuscitated and the blood pressure returned. The physician noted a pericardial effusion, but the cause was unknown. Cardiocentesis was performed. No additional information was provided.